Event description:
It was reported that ongoing intermittent occlusion alarms occurred. These events led to the customer¿s blood glucose level exceeding normal values, registering as "high" on their device, although specific values were not provided. To address this, the customer administered a correction bolus via the pump, changed the pump supplies, including the infusion set and cartridge, and resumed insulin delivery. There was no need for third-party assistance. Tandem technical support completed a pump system check and sent replacement supplies as a goodwill gesture due to supply constraints.